Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 76 year old female patient who had a cp pump for support for high risk percutaneous cardiac intervention (hrpci). The patient was noted to have expired as a do not resuscitate (dnr). Abiomed's long-term outcome and quality indicator (loqi) database later reported that an adverse event of ventricular tachycardia (vt) with "possible" relationship to the pump use. No additional details were provided.